Event description:
An article titled "vagus nerve stimulation in children with drug-resistant epilepsy: a long term follow-up data in a single center&#55319;as published and the abstract reviewed. Two vns patients were reported to be discontinued due to wound infection, but surgical intervention is not confirmed to date. The manufacturer report # 1644487-2015-06044 involves the first patient. The manufacturer report # 1644487-2015-06045 involves the second patient.

Event description:
It was reported that patient's device has been explanted following the infection. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.